Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained noise was observed in a vf episode. Shock was aborted due to return to sinus. Patient was asymptomatic. After an explant attempt, the physician elected to cap and replace the lead on (B)(6) 2016. Patient was okay.